Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented post procedure with oversensed noise on the right ventricular lead. The noise was not seen the following day, and no resolution was reported. The patient was stable.